Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the patient began hearing a critical alarm on (B)(6) 2014. The following day, the patient¿s pump was interrogated and logs were reviewed at his healthcare provider¿s (hcp) clinic. Pump logs indicated that a motor stall occurred on (B)(6) 2014 at approximately 6:10pm. It was unclear when the patient began hearing the alarm, as it was reported that he began hearing it at 8pm and at the time of the stall. The patient was at home at this time and there was no electromagnetic interference (emi) involved. At the time of this report, the patient had been experiencing a headache for the past day and a half. The patient¿s blood pressure was also elevated. The hcp was unsure if these symptoms were related to the device or therapy. The patient was given oral baclofen and a pump replacement was planned. The device system was used to deliver lioresal 500mcg/ml at 54.96mcg/day. The cause of the event and the final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient¿s headaches and increased blood pressure were possibly due to baclofen withdrawal and stall, but not definitively linked. The motor stall did not recover and a tube set message occurred after the stall. The cause of the stall was indicated to be unknown and spontaneous. The patient was referred to a surgeon for pump replacement and the patient recovered without permanent impairment.